Manufacturer narrative:
This device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had a bent tip. Therefore, the reported condition was confirmed. It was determined that this was caused by the cutter device drilling into the device and bending to foot of the device. It was further determined that this was caused by failure to follow the directions for use. When the burr was improperly loaded into the device and was then installed onto the drill device, the burr device did not seat properly in the locking chamber. The attachment was then forced into a position which placed the distal tip of the burr device into compression. At this point, the tip of the burr deice was in direct contact with the neuro tip of the device. When the drill was started, the burr device drilled into or through the neuro tip and caused vibration. The assignable root cause was misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the craniotome device had a bent/drilled tip, and vibration. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.